Event description:
Customer reportedly received results of 90 mg/dl and 43 mg/dl within 10 minutes on the compact system. Low blood glucose symptoms reported with these results; able to self treat. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.